Manufacturer narrative:
Carefusion file identification: (B)(4). At this time, it is unknown whether there is patient involvement. There has been no report of any patient consequence associated with this event. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the vela ventilator, the unit displays "vent inop" (inoperable) alarm message after they turned the unit on for one minute. The customer checked in the event log and found the "motor fault, xdcr fault" (transducer fault) alarm message.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. The root-cause of the reported issue was isolated to the solenoid valve component. Connecting a oscilloscope to the solenoid valve revealed delayed triggers at locations s903 and s903 of the assembly; a few moments later duplicated the reported issue. This issue will be internally investigated within carefusion.